Event description:
It was reported during an atrial fibrillation ablation procedure with the 7f cool path ablation catheter, the physician twisted the catheter handle and noted the handle was leaking. The physician used a new catheter to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
One cool path catheter was received for eval. Visual inspection revealed the luer extension tube broke and the fluid lumen was detached from the distal end of the catheter handle. Functional testing could not be performed due to the returned condition of the catheter. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the manufacturing process. Sjm has additionally instituted a new testing fixture that improves our ability to detect the non-conforming tubing.